Event description:
The foot pedal monopolar cord was connected to the bovie machine and after the surgeon had used the device several times, it caught on fire near the connection closest to the bovie machine. The cord severed and fell on the drape not near the patient's body. The sparks/fire were extinguished right away. There was no patient harm. All new monopolar cords were purchased and placed into use 1 1/2 years ago.